Manufacturer narrative:
(B)(4). The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effect of death, as listed in the graftmaster rx coronary stent graft system, instructions for use is a known patient effect that may be associated with use of a coronary stent in native coronary arteries. A conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling of the device. Additionally, a medical review was conducted by an abbott vascular clinical specialist. The reviewer concluded that there is no device failure seen in this case and that the death in the case is a result of a perforation of the right coronary artery (rca).

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The stent remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported that the procedure was performed to treat a lesion in the right coronary artery. During the procedure a perforation occurred and a 2.8 x 26 mm rx graftmaster stent was used to seal the perforation. Although the stent was successfully implanted, the patient died. The patient experienced cardiogenic shock which did not improve with impella and anemia (antibodies with no blood available). No additional information was provided.